Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare provider reported a left side no complaint against the device. Healthcare provided later reported "I confirm that the mammogram performed before the operation revealed a left intracapsular rupture without siliconoma." The device was explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.